Manufacturer narrative:
Investigation is pending return of the device.

Event description:
User reported that during the procedure, the pump head decoupled and the user had to hancrank. The user set the rpm to zero to re-seat the pump and re-engage the pump. There were no further issues for the remainder of the case.